Event description:
Patient reported skin irritation as a burning sensation. Patient did seek medical treatment and used otc neosporin. Patient did not follow proper skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.